Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Information received from the (B)(4).treatment of a left unruptured saccular sidewall aneurysm measuring 23mm x 12mm. Post pipeline procedure, it was reported that the patient's visual acuity worsened.it was reported that the patient's condition resolved on (B)(6) 2011